Event description:
Philips received a complaint by the customer on the v60 indicating that the display was very dim even after the brightness level was adjusted to 5. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the display was very dim even after the brightness level was adjusted to 5. The remote service engineer (rse) provided the customer with the part number and price of the replacement user interface (ui) assembly for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.